Event description:
A customer reported that their AED would not power on. When tested with a spare battery pack, it powered on and prompted a service code. They reported this did not occur during patient use.

Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.